Event description:
Paramedics arrived at scene of cardiac arrest being worked by ff/emt's. An AED in place had already delivered a shock and CPR was in progress. The device was connected to the pt with ECG limb leads and rhythm diagnosed as pea. The pt was intubated, o2, CPR and drugs administered until pt's rhythm converted to pulseless vtach. Paramedics plugged in disposable defibrillation/ECG electrodes to the device to shock, but, according to the reporter, the device alarmed connect cable and would not allow the device to charge and shock. The defib pads were reconnected to the AED and three shocks were delivered while the device monitored blood pressure, etco2 and ECG. The pt's rhythm was converted to sinus tach then to sinus rhythm as they were transported to the hosp. Pt outcome is unk.